Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on side, by battery compartment. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer¿s mother states that the insulin pump was beeping, customer had disconnected insulin pump, insulin pump was alerting and flashing medtronic logo. The customer¿s mother did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. The device will not be returned for analysis.

Manufacturer narrative:
Device received with missing segments display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test or verify audio or vibrate anomaly due to missing segments/partial display. Device received with cracked keypad overlay at select button.